Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately six months post implant it was reported that there was possible t-wave oversensing (twos) observed on the current egm (electrogram). It was noted that the patient had some bradycardia and had presented to the ER (emergency room) due to chf (congestive heart failure) episode with elevated potassium levels. The ER (emergency room) nurse thought that the twos is transient and will clear-up once the patient¿s levels are back in the normal range. The rv lead remains in use. No further patient complications have been reported as a result of this event.